Event description:
It was reported to ge medical systems that a technologist received an injury which required medical treatment after being hit by a ferrous rivet which was brought into the scan room by an installing contractor.